Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported date on the insulin pump automatically adjust by a day or 2 and losing date. The customer¿s blood glucose was 5.6 mmol/liter at the time of incident. Customer states the loss was greater than 1 minute per week. Customer states loss was greater then 4 minutes per month. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was set to proper time and date. Device was monitored for 7days. Device passed displacement test and self test. No unexpected time or date change noted during testing. Device functioning properly.(B)(4).